Manufacturer narrative:
Product complaint (B)(4). Batch # r58m14. Device evaluation summary: the analysis results found that the pph03 device arrived with no apparent damaged; the breakaway washer was present and with an off-center cut and there were no staples present. The device was reloaded with staples, a new washer was placed, and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Further information provided from the surgeon: I would like to add the following information to my suspicion of a malfunction: the approximation was heavier than usual. It lacked the "cracking" while triggering. Between 7 o'clock and 9 o'clock the device cut through the tissue but did not staple the defect. The patient is fine. Finally, I sewed the defect transanal by hand suture and resorbable sutures and continued the antibiotic orally for 5 days. The close-meshed laboratory control and clinical follow-up were unremarkable. Additional information was requested and the following was obtained: was the continuation of the antibiotic orally for 5 days after the procedure something that is typically done? Or was this done as a result of the device issue that occurred? Response: continuation of antibiotic was done because of the issue that occured with the device. This is "no" standard procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by, ¿approximation was heavier than usual¿? What was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe what is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? Can you please describe the staple form in the area of the defect? What is the current status of the patient?

Event description:
It was reported that during a hemorrhoidectomy "prcedure", stapler did not fire between 7 and 9 o'clock. No patient harm nor significant delay reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the surgeon¿s experience with the pph procedure? Years of experience. What is the surgeon¿s experience with the pph device? Years of experience. Can you please clarify what was meant by, ¿approximation was heavier than usual¿? I needed more strength than usual to close the stapler before firing. What was the grade of hemorrhoids? Hemorrhoids grade 3. Were the hemorrhoids circumferential or in specific quadrants? Please describe: the hemorrhoids were circumferential. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? I am not sure, if I understand correct the b-location. However I closed the stapler so that the scale was at the bottom or at least close to the bottom of the green range. The bottom of the green range is my routine target. Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Yes, I wait always 15-20 seconds before and after firing. Was a complete washer transection confirmed? I do not understand the question, please clarify. Can you please describe the staple form in the area of the defect? The resected tissue was circumferential equal, a so called happy donut. There was no specific difference at 7-8°°ssl (location of the defect). What is the current status of the patient? The patient suffers from swelling an moderate bleeding and soiling. He had no fever and not more or less pain than other patients.